Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) unit during fill 3 of 6. The patient stated the heater bag became unspiked somehow and leaked all over. (B)(4) advised the patient to use manual supplies to complete therapy and to contact their nurse in the morning about the error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.